Event description:
It was reported that high and rising thresholds and t-wave oversensing was found on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced with a new lead and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 implantable tachy lead: (B)(6) 2000. (B)(4).